Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked and no rough/sharp edges were found. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval. Conclusions: the root cause of the event was the surgeon changed his mind for a different type lens due to an unstable capsule.

Event description:
It was reported that the surgeon inserted and removed a cc4204bf collamer single piece lens within the same surgery, due to an unstable capsule. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated it was the surgeon's decision to remove the lens for a three piece lens. The reporter stated the event was pt related and was not product related.